Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture and rippling". Patient later reported "can see rippling at the top of the breast". Patient later reported "rippling and lost volume". This record is for the right side. Device remains implanted.